Event description:
Additional information was received from the physician. No x-rays of the patient's vns have been taken. The patient did not experience paresis or difficulty swallowing prior to vns implantation which the physician suggests that there is therefore a relationship of these events to vns implantation. The paresis is reportedly associated with stimulation. However, the dysphagia is apparently not associated with stimulation. The patient has also complained of difficulty breathing when the room temperature is hot or cold since the time of implantation. No patient manipulation or trauma has been reported or has been apparent that may have contributed to the events. No interventions have been taken except examinations by her implant surgeon and by ents.

Manufacturer narrative:
The initial report inadvertently reported the incorrect event date. The physician has indicated that the symptoms occurred following implant surgery. The initial report inadvertently did not include the patient's age.

Event description:
It was reported that the patient had continued neck pain and lead pulling when she turned her head. The patient also had pain/burning in throat and difficulty when swallowing. She said that food seemed to get stuck in her throat. The patient had evaluation by an ent in late 2011 which showed left sided laryngeal paresis and retention of food in the right valleculae with no aspiration. Physician notes that the patient has had improved seizures control with vns, but continued discomfort has distracted from benefit. No patient manipulation of vns has occurred. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
.